Event description:
It was reported that the patient presented in clinic experiencing pocket pain. The pocket was revised. The patient would be followed normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.